Manufacturer narrative:
(B)(4).

Event description:
The user is reporting that during a patient use event, the device analyzed and delivered one shock as expected but on the subsequent analysis period, the device did not move past the "analyzing, move away from the patient" voice prompt and was not able to provide a shock/no shock determination. The patient did not survive.